Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, patient became agitated and moved resulting in the repositioning sheath breaking away from the suture hub. The pump was subsequently found to be in the aorta and repositioning was performed to re-advance the pump across the valve. The physician was unable to lock the impella in place due to the break, however, it was decided that patient support would continue with the current device. Additionally, access site bleeding was noted. Site was resutured, angle matched and tightened perclose which resolved the bleeding. Survival outcome at explant noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned pump was visually inspected. Repositioning sheath, suture hub and locking area inspected often and locked in different locations in the catheter no issue observed and tightened. Catheter kink observed. Root cause of the issue was patient movement base on the clinical data, and the catheter kink occurred while attempted to reposition due to improper technique use. This report is being filed as part of a retrospective review of historical records.